Event description:
Boston scientific received information that during right ventricular (rv) capture threshold testing, this rv lead exhibited loss of capture (loc) at the reported 2.5 volts at 5 ms programmed settings. The initial rv pacing impedance measurement displayed ¿not performed¿ over the last month. During office visit, manual rv pacing lead impedance was taken and it elicited a high out-of-range (oor) pacing lead impedance greater than 3,000 ohms. Also, the patient is a cardiac resynchronization therapy defibrillator (crt-d) dependant. Additional information indicates that there is no clinical observation that result in greater than 2 second of asystole for the patient. Lead fracture was the suspected cause of out-of-range (oor) pacing lead impedance measurements. This rv lead was capped and surgically abandoned in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was examined and carefully analyzed. Upon visual inspection, only the proximal segment of the lead was returned as the lead was severed from the terminal pin. Also, setscrew marks were noted on the is-1 terminal pin, distal high voltage terminal pin, proximal high voltage terminal pin, and the is-1 ring. This lead passed in continuity test with manipulation.